Manufacturer narrative:
Analysis: medtronic anticipates the return of this product. Upon receipt, the product will be analyzed. A follow up report will be submitted upon completion of the analysis. Conclusion: no definitive conclusions can be drawn at this time, as the product has not been returned. No adverse patient outcomes associated with this event.

Event description:
Medtronic received information that this aortic valve was abandoned during the implant procedure due to the valve appearing incompetent upon seating in the annulus. This observation was made prior to closing the aortotomy. It was reported that there were no adverse patient outcomes associated with this clinical event.